Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, frequency, retention, nocturia, infections, urinary tract stones and has had to perform self catheterization. It was further reported that patient underwent mesh revision on (B)(6) 2006 for retention and bladder obstruction. Please note that on (B)(6) 2006, the patient underwent partial mesh explant surgery and loosened the arms of mesh. It was reported that the patient was diagnosed with mesh extrusion on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.